Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the cryoconsole. The cryoconsole screen showed a coaxial icon which indicates high baseline flow. The catheter, coaxial umbilical and electrical cables were replaced without resolve. Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. The cryoablation procedure was rescheduled. There were no patient complications.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective check valve (cv4) as well as unadjusted low pressure regulator and load cell. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.